Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the system was explanted due to infection. Patient is doing well following the procedure.

Manufacturer narrative:
UDI (di): (B)(4).